Event description:
The customer reported that the wall system's transformer plug adapter exploded causing a temporary power outage and damaged two leads. There was no adverse event reported.

Manufacturer narrative:
The customer reported that they had an electrician visit the site where no fault was identified with the facilities electrical system. A device inspection is pending to determine a root cause of the reported incident. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to g3. Date received by manufacturer. The device was returned to the manufacturer for inspection. It was determined that the UK plug inside and outside and the housing of the power supply were black. The problem was concluded to be due to a defective power supply. The green series (gs) 777 wall system consists of a wall transformer and accessories that can be used with it. Gs 777 wall system the green series (gs) 777 wall transformer supplies power to two corded, handle-based rheostats. The customer can attach various otoscope and ophthalmoscope heads to the handles. The intensity of the light produced by the heads is controlled by twisting the rheostat. The product is connected to a 5-watt power supply via a usb 2.0 mini-b to twin usb cable. Although there was no adverse event reported and the root cause could not be confirmed, if the plug were to explode during use, it would be likely to cause or contribute to a death or serious injury if this were to recur.

Event description:
The customer reported that the wall system's transformer plug adapter exploded causing a temporary power outage and damaged two leads. There was no adverse event reported.